Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The insulin pump was received with crack case on all four corners near display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that there were cracks along the corner of the insulin pump. The customer's blood glucose was 325 mg/dl at the time of incident. The customer stated that they treated the blood glucose by bolus. The customer stated that there was fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.